Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified right coronary artery (rca). Post pre-dilatation, a 2.25 x 12 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and pre-dilatation was performed again. When the synergy¿ stent was attempted to be inserted back into the patient, it was noted that the proximal edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported.